Manufacturer narrative:
The device was received by (B)(4). The device was evaluated and confirmed an air leak. The pre-repair assessment showed an air leak. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that there was an air leak due to a hole in the hose. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.